Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner.

Event description:
A mechanical mitral valve was implanted on (B)(6) 2015 and on (B)(6) 2016, this valve was explanted due to an unknown reason and was replaced with a melody pulmonary valve.